Event description:
During a 2 month post-operative follow up, the surgeon noticed that the lanx spinous process fixation device had become displaced dorsally. The surgeon has recommended that a revision surgery be performed to address the displacement.